Event description:
A low readings issue was reported with the adc device. Customer received on (B)(6) 2023 an unspecified low sensor scan and subsequently do to "over sugared", lost consciousness and fell, hitting their head. Customer was taken to the hospital where their received sutures for the laceration on their head. A comparison blood glucose test taken on (B)(6) 2023 of 127 mg/dl was obtained on the healthcare professional meter compared to sensor reading of 53 mg/dl. No further treatment was provided. Customer stated that they were hospitalized from (B)(6) 2023 through (B)(6) 2023, when abbott diabetes care was aware of the event, it is unknown when the customer was released from the hospital. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. H4 (device mfg date) were updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received on (B)(6) 2023 an unspecified low sensor scan and subsequently do to "over sugared", lost consciousness and fell, hitting their head. Customer was taken to the hospital where their received sutures for the laceration on their head. A comparison blood glucose test taken on (B)(6) 2023 of 127 mg/dl was obtained on the healthcare professional meter compared to sensor reading of 53 mg/dl. No further treatment was provided. Customer stated that they were hospitalized from (B)(6) 2023 through (B)(6) 2023, when abbott diabetes care was aware of the event, it is unknown when the customer was released from the hospital. No further information was provided. There was no report of death or permanent injury associated with this event.